Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was observed that the device was blocked, lacked power, casing use, lacked of lubrication, casing, seals and bearings. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the compact air drive device motor power was too low and the device lacked power and lubrication. It was further determined that the device failed pretest for general condition, check function of soft mode switch (safety system), check triggers for forward and reverse mode, check for untrue running, check for excessive noise, check the power with test bench: minimum 110 to 160 w and check starting behavior. It was noted in the service order that the device was blocked. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.